Manufacturer narrative:
The report of pump stoppage events was confirmed through the evaluation of the submitted and retrieved log file; however, the cause of the captured events could not be conclusively determined based on the evaluation of the returned portion of the percutaneous lead (lead). The evaluation of the returned portion of the lead did not confirm an issue that would have contributed to the reported pump stoppages. A distal end percutaneous lead replacement was performed and approximately 9 inches of the external portion/distal end was returned for evaluation. A clamshell was present on the lead. The returned section of the lead was tested for electrical continuity in the condition that it was received and revealed that all wires were electrically intact. A tape repair was previously performed over an area where the outer silicone sleeve was completely absent; however, the clear bionate layer of the lead appeared unremarkable. Breakdown of the braided shield was observed near the terminus of the distal end bend relief beneath the tape repair. In addition, severe shield breakdown was noted near the metal connector. The wires adjacent to the nipple housing of the metal connector appeared to be slightly kinked, but were otherwise unremarkable. Visual examination of the underlying wires under a microscope did not reveal any areas of compromised wire insulation along the length of the lead. The returned portion of the lead was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years, 8 months. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the system controller sounded with a power cable disconnect alarm even when the patient was fully connected to either the power module or batteries. The patient exchanged the system controller and battery clips. During the drive to the emergency department, the patient continued to have several red heart alarms that resolved when the patient exited the car. During device interrogation, it was observed that the pump had stopped at least 3 times while on battery support. The patient reported chest pain at the time of the pump stoppages. No treatment was given in response to the chest pain. The patient was placed on an ungrounded power module patient cable and was asymptomatic thereafter. Submitted x-rays showed a possible thinned area at the end of the bend relief. On (B)(6) 2015, the manufacturer's technical services representatives performed an external driveline replacement at the bend relief area due to the suspect area displayed on the x-ray. All tests passed and the patient was connected to a grounded power module patient cable without issue. No subsequent issues have been reported. No further information was provided.